Event description:
It was reported that leak was observed at a cracked filter area of a vented paclitaxel set during priming the set with saline solution (non-baxter product). There was no patient involvement. No additional information is available. This is medical device report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a photograph of the device was received for evaluation. Inspection of the photograph was unable to verify the reported condition as the photograph was not clear enough for a cracked component to be identified. Should additional relevant information become available, a supplemental report will be submitted.